Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. After pre-dilation with a non-bsc balloon catheter and intravascular ultrasound (ivus) was performed, a 28mmx4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, there was a difficulty in advancing the device and it was then noted that the stent struts was deformed. The procedure was finished with just pre-dilatation and continued the procedure a week after with balloon and stent. No patient complications were reported and the patient's status was good.